Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. However, all product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Since the complaint was opened based on an article in scientific literature, no sample is available to be provided to the responsible site for an in-depth investigation. Due to the nature of the article published in scientific literature, information required to perform a proper complaint investigation is not made available. Therefore, the root cause of the events included in the article cannot be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported that patient had dry eyes syndrome in the unknown eye after one-month post-operative and underwent treatment with the use of artificial tears to lubricate the ocular surface, punctal plugs and corticosteroids after refractive surgery. Citation: received: 27 may 2021 / accepted: 18 april 2022 / published online: 12 may 2022 © the author(s), under exclusive license to springer nature b.v. 2022.